Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue.the cse observed that the actuator in the rotational lock assembly was not functioning properly.the cse replaced the entire rotational lock assembly and tested the table to verify proper function. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
On (B)(6) 2019, the customer reported that the ort200 failed to lock.the event occurred during daily qa and there was no patient involvement.